Event description:
It was reported that the per wo evaluation, the circulation pump motor showed signs of bearing seizing when shaft was spun by hand in an arctic sun device. Erratic flow reading after pm. Replace flow meter to correct. Tank seal worn and torn due to age. Replace as part of the preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The device was evaluated upon receipt. Erratic flow reading after pm. Replaced flowmeter. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the circulation pump motor showed signs of bearing seizing when shaft was spun by hand in an arctic sun device. Erratic flow reading after pm. Replace flow meter to correct. Tank seal worn and torn due to age. Replace as part of the preventive maintenance.